Event description:
The patient reported experiencing elevated blood glucose (bg) levels at home that exceeded 400 mg/dl after wearing the pod on the abdomen for approximately 1-4 hours. The patient reported presenting to the emergency department on (B)(6) 2025, and subsequently being hospitalized. Blood glucose levels upon hospital admission were reportedly greater than 500 mg/dl. Reported symptoms included nausea, tingling in the arms, and burping. The patient was diagnosed with diabetic ketoacidosis and was treated with an insulin drip. The patient reported receiving alerts on the omnipod 5 app prior to the event; however, no details regarding the specific alarms were provided. The patient was unable to confirm the status of the pink slide but confirmed that the cannula was inserted into the skin during wear; after pod removal, the cannula was visible and reported to appear normal. The patient remained hospitalized for approximately three days, with discharge on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone15.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.